Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating the sparks from blades. The rse evaluated the device on site. It was determined that the device is end-of-life and no longer serviced. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was aware of the end-of-life terms and the device remains at the customer site. No further investigation or action is warranted. Based on the information available and the testing conducted, the cause of the reported not determined. The reported problem was not confirmed. The customer was informed that the device is eol. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.